Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, when the nurse was removing the force bipolar instrument to replace with another instrument, one of the jaws on the force bipolar instrument broke and fell inside the patient. The surgeon located the small tip under the myom and retrieved the fragment in the same procedure. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Per subsequent follow-up, the customer provided additional information: the fragment was retrieved with the laparoscopic grasper by the assistant surgeon. Multiple operating room staff members visually checked repeatedly and confirmed no other fragments fell inside the patient. No additional surgical procedure was required. The reporter indicated the issue occurred at the beginning of the case. Prior to use, the reporter confirmed the instrument was inspected and no abnormalities were found. The instrument was being removed when the device fragment fell inside the patient. The surgeon did not notice any issue with the functionality of the instrument, the instrument did not collide with any other instruments or other hard material during use, the wrist was straightened prior to removal, and there was no resistance upon removal of the instrument through the cannula. No other damages were observed. The alleged issue did not occur during a critical step of the procedure, the reporter clarified that the myoms were removed from uterus and the surgeon has just started to suturing. The female patient is between 30-40 years old and weighs approximately 60-65kig.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the force bipolar instrument (part# 471405-06/lot# n1121053 0129) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sk4310. The instrument had 7 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the reported complaint. Failure analysis found the primary failure of broken molded insulator be related to the customer reported complaint. The instrument was found the have a broken molded insulator. The broke piece, measuring 0.186" x 0.709" in size, was returned with the instrument. As a result of the break, part of the grip was dislodged with the molded insulator and the conductor wire was found to be dislodged. No thermal damage was observed and no missing material was found. The root cause of this failure is attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.